Manufacturer narrative:
It was reported that there have been "multiple" incidents where the syringe is "un-swiveling from the manifold" prior to use on a patient for a "heart cath" procedure. The customer reported that a new syringe was obtained, and the procedures have been able to be completed. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that there have been "multiple" incidents where the syringe is "un-swiveling from the manifold" prior to use on a patient for a "heart cath" procedure.

Manufacturer narrative:
Update to h6: type of investigation. Update to h6: investigation findings. Update to h6: investigation conclusions.